Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that prior to the medical procedure, the distal tip of the guidewire (subject device) broke. There was no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The synchro guidewire was examined and it was observed that the guidewire was returned in two fragments. Visual examination of the returned device revealed that the guidewire nitinol and core wire were separated (at the proximal fragment approximately 182.8 cm long and at the distal fragment approximately 16.0 cm long). Review of the images of the separation site showed signs of a ductile fracture. The investigation also revealed that the guidewire was bent on several places along the polytetrafluoroethylene (ptfe) and nitinol length, that the guidewire ptfe coating was peeled on one side only on the guidewire on several places between 10.0 cm and 33.0 cm from its proximal end and 105.0 cm from its proximal end. Torque device was on the guidewire at approximately 30.0 cm from its proximal end. It appears that the guidewire introducer caused the ptfe to peel at 105.0 cm from the proximal end and an insecurely tightened torque device caused the ptfe to peel between 10.0 cm and 33.0 cm from its proximal end. Because the guidewire introducer was not returned and based on the information available, it could not be definitively determined if the introducer caused the ptfe to peel at 105.0 cm from the proximal end. Per the device dfu, "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Because the dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling and because the torque device was on the guidewire where the ptfe was peeling, a cause of use error was assigned to the ptfe peeled between 10.0 cm and 33.0 cm from its proximal end. It is not clear when during the procedure the reported guidewire distal tip detachment occurred. Therefore, the cause of the reported guidewire distal tip detachment, the analyzed fracture, and analyzed bends could not be definitively determined following review of available information and analysis of the device.

Event description:
It was reported that prior to the medical procedure, the distal tip of the guidewire (subject device) broke. There was no clinical consequences reported to the patient.